Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-apr-2023, serial#: (B)(4), UDI #:(B)(4). No dev rtn to MFR? No. Mfg date: 11-nov-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the leadless implantable pulse generator (ipg) the patient passed away due to retro peritoneal bleed.